Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his sensor have him multiple calibration not accepted alerts. Customer had a reported blood glucose level of 152 mg/dl. Customer states he did not receive a sensor updating alert. Customer reports their was a large difference between sensor glucose and blood glucose readings. Pump was not returned for analysis.